Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving clonidine (1500.0 mcg/ml at 829.0 mcg/day) via an implantable pump. It was reported that the pump was replaced two years ago and an elective replacement indicator (eri) message was displayed via the programmer.  The eri was being considered as prematu re. As per the pump's log, a non-critical alarm regarding eri occurred on (B)(6) 2025. It was further reported that it could be that the pump was sold seven years ago, but it was possibly only implanted 2 years ago. They had the calculated eri at the (B)(6) 2025 pump filling date, but nobody had paid attention to it. The pump would be replaced soon.  No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was stated from the hcp that the pump was implanted only two years ago. The hcp's were not aware that an expired pump was implanted at that time. The rep stated that they could not provide closer insight regarding the exact circumstances since the pumps in this clinic were always purchased goods and the implantations were carried out without mdt support.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump was implanted on (B)(6) 2023. The hcp implanting an expired pump was not intentional and the physician was unaware until the event that an expired pump had been implanted at that time.

Manufacturer narrative:
E1 correction: the facility information was previously captured in MFR report number 3004209178-2025-13013 that has since been deemed a duplicate. MFR report number 3004209178-2025-13013 is considered inactivated and any further information regarding the event will continue to be reported in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was in 2023 and only the year was available. A pump replacement was scheduled for (B)(6) and the pump would be returned for further investigation.

Event description:
The information previously captured in the manufacturer report number 3004209178-2025-13013 has been since been identified as a duplicate of this report. The following information was previously reported in MFR report number 3004209178-2025-13013 and any further information received will continue to be reported in this report (3004209178-2025-11143): information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the pump had an early end of service (eos) date. The pump was replaced on (B)(6) 2025 and would be returned. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the rep was notified of the event on (B)(6) 2025. The patient did not experience any symptoms yet as they were able to replace the pump early enough. The implant date of the pump was 2023. The exact date was unknown at the moment. When asked when the issue was first observed, it was stated that the hcp realized the early eos on the (B)(6) 2025 and immediately contacted the rep. The name of the health care providers associated with the event was provided. It was stated that the pump had been replaced on (B)(6). The cause of the event was not known. It was stated that the event resolved. According to the attachment provided of the long report, service code 227 [caution: therapy may be discontinued. Pump has achieved elective replacement indicator (eri). To avoid discontinuation of therapy, plan a pump replacement by (B)(6) 2025] was seen. In the system event logs session, a non-critical alarm - exchange indicator (eri) was seen on (B)(6) 2025 at 16:31.

Manufacturer narrative:
H3: analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.